Event description:
(B)(6) 2025 peripherally inserted central catheter line was placed for chemotherapy. 4fr single lumen peripherally inserted central catheter, trimmed to 42cm and taped 0 skin. Left brachial vein product lot # rekp1445 product ref # 1194108d (B)(6) 2025 patient was in chemo and complaining of pain in her arm when peripherally inserted central catheter was flushed. Chest x-ray from (B)(6) 2025 shows line in place in svc. We decided to pull the peripherally inserted central catheter due to pain. Upon inspection of the device a hole was noted in the line approximately 5-6cm from the hub. Reported the problem to my bard rep (B)(4) who filed a compliant with the company. He communicated with me that lot number or ref number was not recalled due to any issues. Patient is diagnosed with right peritracheal mass known malignancy non-small cell lung carcinoma.